Event description:
It was reported that there were capture concerns related to this right atrial (ra) lead. During a manual threshold test where output decremented from 5v down to 0.2v, no change was observed in the ra electrogram (egm). Additionally, a small artefact was observed on the ra egm approximately 115 ms after the ventricular pace, but seemed too early for retrograde and did not change timing throughout the ra threshold test. It was noted that the patient underwent open heart surgery in (B)(6) 2024, and it was suspected that the ra lead had dislodged at that time. The ventricular pacing percentage was 4 percent previously and was now at 100 percent. Technical services (ts) discussed troubleshooting options and recommended chest x-rays to confirm lead location. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced due to high thresholds. No additional adverse patient effects were reported. This ra lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were capture concerns related to this right atrial (ra) lead. During a manual threshold test where output decremented from 5v down to 0.2v, no change was observed in the ra electrogram (egm). Additionally a small artefact was observed on the ra egm approximately 115 ms after the ventricular pace, but seemed too early for retrograde and did not change timing throughout the ra threshold test. It was noted that the patient underwent open heart surgery in march 2024, and it was suspected that the ra lead had dislodged at that time. The ventricular pacing percentage was 4 percent previously, and was now at 100 percent. Technical services (ts) discussed troubleshooting options and recommended chest x-rays to confirm lead location. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there were capture concerns related to this right atrial (ra) lead. During a manual threshold test where output decremented from 5v down to 0.2v, no change was observed in the ra electrogram (egm). Additionally, a small artefact was observed on the ra egm approximately 115 ms after the ventricular pace, but seemed too early for retrograde and did not change timing throughout the ra threshold test. It was noted that the patient underwent open heart surgery in (B)(6) 2024, and it was suspected that the ra lead had dislodged at that time. The ventricular pacing percentage was 4 percent previously, and was now at 100 percent. Technical services (ts) discussed troubleshooting options and recommended chest x-rays to confirm lead location. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced due to high thresholds. No additional adverse patient effects were reported. This ra lead was returned for analysis.